Event description:
Customer reported receiving a reading of 389 mg/dl with the freestyle meter. They went to the emergency room where a lab test was drawn and their result was 179 mg/dl. Exact time between tests was not available from the customer. Customer was monitored and released the same day. Testing was conducted on the fingers.